Event description:
Additional information: this device was explanted because there was no communication with the programmer. The lead was re-used and a new ICD was implanted. However, the same issue occurred with the new ICD about 14 days later. At that time, both the new ICD and the old lead were explanted and returned for analysis. It was noted the lead was fractured.

Event description:
Ous MDR - "the ics 3000 doesn't read the device, it cannot be programmed." This is all of the available information at this time. If additional information becomes available, this event will be updated. The event date was not provided and there is no mention of explant or any intervention.

Manufacturer narrative:
The analysis of both icds revealed that the icds were not interrogatable, confirming the clinical observation. The inspection demonstrated that both icds had equally been damaged due to a shock delivery into an external short circuit. These findings are consistent with the damages observed on the lead, which can be considered to be the root cause of the issues as mentioned in the complaint description. The analysis did neither for the icds nor the lead reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
Ous MDR.